Manufacturer narrative:
Correction to b3, b3 was inadvertently left out of the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The instruction manual of cyf-5 describes the reprocessing methods in the following chapters: chapter "reprocessing workflow for endoscopes and accessories" chapter "reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Initial reporter establishment name: (B)(6). The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The scope was not used after the positive culture. The device was last reprocessed on may 15, 2023 and was sampled immediately after reprocessing. The scope was stored in a sterile field in a store box prior to sampling. After the device was returned to olympus, it was sent out for additional testing. The microbiological analysis report indicated, the channels of the scope were cultured. And the results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. During device evaluation at olympus, it was found, there were no failures and the device passed all testing. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported, that the oes cystonephrofiberscope tested positive for an unexpected contamination. The issue was found during regular examination in the hospital. The user did not report any contamination or any other serious deterioration in state of health of any person, to which this medical device could have been a contributory cause.